Event description:
It was reported to boston scientific corp that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography performed on (B)(6), 2009 to treat a bleeding upper gastrointestinal ulcer. According to the complainant, during the procedure, the joint of the resolution clip was unstable and the physician felt it would fall off. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. However, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).